Event description:
Ventilation had not been started, the circuit was being set up. When they adapt the hoses of the circuit the adapters break." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).